Manufacturer narrative:
Correction: dimensional inspection found lens to be within specifications. Additional information: based on the results of the investigation, all released devices from the associated work orders, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found no visible damage and with spots on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, -8.00/2.0/054 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size , higher power (10.00/2.0/050(sphere/cylinder/axis)) lens due to refractive surprise. The problem was resolved. Reportedly, "still lettle edema of the cornea, improving.". Per the reporter on (B)(6) 2021, "actually the patient can see 20/20 without correction and vault is correct. He previously had a little bit of a hiperopia and a very unsatisfactory close vision. Much better now."